Event description:
Information received the outer packaging of the tracheostomy tube and accessories looks relatively complete, but the actual objects inside have leaked air, which affects the treatment.